Manufacturer narrative:
Per the subsidiary's mfg engineering center (mec), the reported issue could not be duplicated.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer stated that the occluder powered off without cause when they pressed the "open" switch on the control panel. The issue cancelled after it was turned on the off more than once. The device was not changed out, as the clinical engineer continued to use after the issue cancelled. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.